Manufacturer narrative:
Checked with power cord power cord ok. Checked with power supply found power supply defective. 24v dc output not available. Replaced power supply. Performed full tsw. Unit is working good. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: device is showing loss of external power alarm". Power led not glowing, battery not charging. No patient involvement.